Manufacturer narrative:
E1: initial reporter postal code: 1420. D1: the reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three days prior to starting peritoneal dialysis (pd) therapy, the patient experienced a disconnection between the transfer set and the titanium adapter which resulted in peritonitis. The peritonitis was manifested by cloudy fluid. It was reported the transfer set became detached from the adapter and ¿fell to the ground¿. The patient then screwed the transfer set to the catheter. According to the reporter, the ¿extender¿ was changed. It was not reported if the patient was hospitalized for the event. The patient received intraperitoneal vancomycin and ceftazidime for the event. At the time of this report, the peritonitis was resolving. Action with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.